Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (lot), d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: during the seal and cut output, the probe came into contact with hard tissue, metal, or surgical equipment, causing a scratch. The probe was subjected to the load of the seal and cut output or the gripping of tissue, causing a crack to form from the scratch. The probe broke due to the application of load. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the front-actuated grip had a broken knife tip. There were no reports of patient harm.